Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that during a CPAP application involving fisher & paykel healthcare's mr850 respiratory humidifier and an armstrong medical breathing circuit (model amcpuk01168), the insulation on the heater wire of the breathing circuit failed. There was evidence that the breaking circuit tube had melted. No patient consequence was reported.

Manufacturer narrative:
(B)(4). At the outset, we advise that the heated breathing circuit implicated in this complaint was not manufactured by fisher & paykel healthcare ('fph'). However, the mr850 respiratory humidifier used in the set-up which included the breathing circuit was returned to fisher & paykel healthcare's (B)(4) office to be tested. We provided an outline of the method(s), results and conclusion below. Method: the following devices and/or associated components were forwarded to fisher & paykel healthcare's (B)(4)office for visual examination, calibration and performance tests: mr850 respiratory humidifier ('the humidifier'). 900mr869 temperature/flow probe. 900mr900 heater wire adaptor. Results: visual examination of all 3 devices and accessories in above revealed no visible external nor internal damage and/or defects. When subjected to calibration, performance and electrical safety checks, the humidifier passed all tests and was found to be operating within product specifications. Both the temperature/flow probe and heater wire adaptor also passed visual examination, calibration and functional tests respectively. A lot check of the serial/lot number provided revealed no other complaints of this nature involving mr850 humidifiers. Conclusion: the mr850 respiratory humidifier is designed for use in hospitals to ensure optimum humidity is maintained in respect of respiratory gases delivered to patients. The humidifier is used in conjunction with the temperature/flow probe and heater wire adaptor. The temperature/flow probe senses the temperature and flow of ventilatory gases within the breathing circuit and relays this information by way of electrical feedback to the humidifier. The humidifier then uses this information to ensure that the right amount of heat and humidification is maintained within the breathing circuit. Following full performance testing and calibration of the subject mr850 humidifier and accessories used in the hospital's set-up, each of the devices was found to be operating correctly. On the basis of the results of our investigation, we are unable to comment on the specific root cause of this incident. However, both fph's instructions for use and device technical manual specify in the warning section the following statement: "the use of breathing circuits, chambers or other accessories which are not approved by fisher & paykel healthcare may impair performance or compromise safety". Fph has contacted the manufacturer of the breathing circuit in respect of this incident. To date, fph has not received any reports of similar incidents involving fph's mr850 humidifier used in application with (B)(4) medical breathing circuits.